Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was detemined on july 8, 2021.

Event description:
Customer reported that 2 patients experienced symptomatic hypotension during dialysis treatment. Patients also came off from hemodialysis treatment under the target dry weight when they used the dialysis machine -16 . Review of the patent's notes evidenced that , the affected patents had (unplanned) extra fluid removed additional to the targeted ultrafiltration. The patients received saline (unspecified the amount) and were well enough to be discharged after dialysis treatment.

Event description:
Customer reported that 2 patients experienced symptomatic hypotension during dialysis treatment. Patients also came off from hemodialysis treatment under the target dry weight when they used the dialysis machine -16 . Review of the patent's notes evidenced that , the affected patents had (unplanned) extra fluid removed additional to the targeted ultrafiltration. The patients received saline (unspecified the amount) and were well enough to be discharged after dialysis treatment.

Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was detemined on july 8, 2021.